Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 586 mg/dl. The customer expressed a headache and urination as symptoms of his high blood glucose. The customer stated that, prior to the hospitalization, the customer had high blood glucose that would not decrease even after attempts to correct it with the insulin pump. The customer was treated with insulin at the hospital until his blood glucose stabilized. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. The customer stated the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that the insulin pump was working as designed. Advised to contact healthcare provider for further suggestions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.